Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd syringe 3ml s/t 40mm 8dmm nbs, the device experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: the 3 ml syringes described below presented after inspection of the other units they had, they found that several of these, being sealed, were broken and dirty. They indicate that this situation has harmed them, on the one hand, giving a bad image to their clients. Dirt in the syringe being sealed. There were no injuries or need for medical intervention.

Manufacturer narrative:
H6: investigation summary photos received for investigation, upon visual inspection it is possible to observe the presence of foreign matter in the syringe, and barrel cracked. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause for barrel cracked, and leakage effect is associated with failure of the barrels input disk synchronizer. Corrective action was taken, adjusting the disk timing. Based on the quality team's investigation, and without physical samples, we are not able to identify a root cause related to our manufacturing process at this time for foreign matter. H3 other text : see h10

Event description:
It was reported when using the bd syringe 3ml s/t 40mm 8dmm nbs, the device experienced foreign matter in device cannula/needle/syringe or any fluid path component. The following information was provided by the initial reporter. The customer stated: the 3 ml syringes described below presented after inspection of the other units they had, they found that several of these, being sealed, were broken and dirty. They indicate that this situation has harmed them, on the one hand, giving a bad image to their clients. Dirt in the syringe being sealed. There were no injuries or need for medical intervention.